Event description:
In may 2006 the lay user/reporter (patient's daughter) contacted lifescan alleging that the patient received treatment at the emergency room in 2006 because the one touch basic was displaying the "insert strip" message. The medical affairs specialist spoke with the patient in may 2006; however she was unable to confirm/provide information that was provided from the initial call with the customer care advocate (cca). The mas sent a letter in the end of may 2006 since the reporter cannot be reached by telephone.the reporter stated that the patient got a meter reading of "119 mg/dl" before developing the symptoms but she was unable/unwilling to report if the patient tested on her meter while was experiencing the symptoms. At an unspecified time, the patient became disoriented and then had food/drink. In may 2006 (around 5pm), the patient went to the emergency room, got a "201 mg/dl" on a health care professional's meter, and was given insulin treatment. It would be helpful to obtain the following: the date/time of the "119 mg/dl" result, when the patient developed the symptoms, if the patient made any changes to her diabetes management, and when the patient went to the emergency room. The customer care advocate (cca) discovered that the incorrect testing technique was used and the issue was resolved with training. This complaint is being reported because the patient was unable to test, sought medical attention, and was treated with insulin. The meter, test strips, and control solution were replaced.